Event description:
On (B)(4) 2013, animas received a call from the hospital nurse stating the patient experienced high blood glucose (bg) for 2 days in the 600 to 700 mg/dl range. The patient reportedly was admitted to the hospital on (B)(6) 2013 due to the patient experiencing a bg in the 700 mg/dl range was in dka and had symptoms of nausea, vomiting and was feeling tired. It was noted that the patient was disconnected from the pump and was treated via syringes to bring the bg down. The patient reportedly has a tumor, was experiencing seizures due to the tumor and was being treated with chemotherapy. The patient reportedly was with the nurse at the time of the call with customer support (cs). The patient reportedly noticed a crack in the battery compartment and did not know how long the crack had been there. The patient denied damage to the battery cap and stated the yellow o-ring was visible and that the battery cap would not secure to the pump. The patient stated that the pump was rebooting prior to hospitalization and he was unable to turn on the pump. The patient reportedly was removed off the pump due to the pump being damaged and rebooting. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed evidence of pump rebooting. The pump battery compartment was found to be cracked and the battery cap was observed to have stripped threads. The battery cap was unable to secure to the pump and maintain electrical contact. A test cap was inserted and the pump powered on and was exercised for 24 hours without issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no internal moisture or intermittent connections were observed. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.